Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery while attempting to change the infusion set. The caller stated that it was hobbling back and forth to no delivery and it will blink to press escape as well it will not clear. The blood glucose reading was 346mg/dl. The caller mentioned that she jumped in the pool two weeks ago. The customer's father called to report that there is not an issue with the keypad and the problem is user error. The customer was pressing the escape and the activate buttons simultaneously. No further information was provided.